Manufacturer narrative:
Additional information was requested, but not received. The lens was not returned for evaluation. Based on the available information, the rot cause of this event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Upon insertion of the lens into the eye, a capsular tear was observed and the lens moved into the tear. The lens was then removed by a retinal specialist. Additional information has been requested and not received.